Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button gives an intermittent response. This issue was observed 6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the ok keypad symbol was found to be worn, which has no effect on insulin delivery function; the rest of the keypad was intact with no damage. During testing, all of the keypad buttons responded properly. The keypad cover was removed and no contamination was found on any key contacts.